Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm if the suture broke or the needle detached/pulled off from the suture: needle detached - pulled off from the suture. Did the event occur during one or multiple patient procedures? 3 separate patients what is the total number of procedures? 3 procedures. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s), one reported. If this event occurred in multiple procedures, please provide the following information for each patient event: event 1: what was the name of the procedure? Achilles¿ tendon repair. What was the procedure date? April 13, 2022. Please confirm if the suture broke or the needle detached/pulled off from the suture: closing skin, needle detached, pulled off from the suture. Device return status: one needle discarded by account. Each patient event: what was the name of the procedure? Achilles¿ tendon repair what was the procedure date? April 13, 2022. Please confirm if the suture broke or the needle detached/pulled off from the suture: closing skin, needle detached, pulled off from the suture device return status: one needle discarded by account each patient event: what was the name of the procedure? Achilles¿ tendon repair what was the procedure date? April 15,2022. Please confirm if the suture broke or the needle detached/pulled off from the suture: closing skin, needle detached from the suture (3 each) device return status: 3 needles discarded by account. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a achilles tendon repair procedure on 04/13/2022 and suture was used. During the procedure needles kept popping off in surgery. There were no patient consequences reported. Additional information was requested.